Event description:
Customer reported hospitalization due to blood glucose readings of 38 mg/dl. Customer was given protein, carbs and ate dinner prior to the hospitalization. Customer's blood glucose readings had increased to 80 mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.